Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive. It was also reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: during investigation, when the pump was opened, there was evidence of moisture on the main printed circuit board and on the support bracket. A leak test was performed, revealing a battery compartment leak. Unrelated to the original complaint, when the pump was powered on, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.